Event description:
It was reported that after experiencing an out of hospital cardiac arrest, the patient was upgrade from a pacemaker system to a cardiac resynchronization therapy defibrillator (crt-d) system with a pin plug in the atrial port. The pin plug was implanted approximately 19 weeks after the manufacturers documented use-by date. It was noted that the crt-d upgrade procedure was complicated by a hematoma. Antibiotics had not been administered prior to the procedure, so antibiotics were administered, and evacuation with a blood transfusion totaling three liters (l) was performed four days post-implant. The patient was discharged six days after the intervention; however, the patient was readmitted one week post-discharge due to worsening of the hematoma. The patient was transferred to a different healthcare facility two days later where a drop in right ventricular (rv) lead high-voltage impedance was observed. Additional information received reported 12 days after the transfer, the patient passed away. A cause of death was not confirmed; however, it was proposed that the death may have been caused or contributed by the crt-d upgrade procedure and resulting infected hematoma. There was no suspicion of a device malfunction leading to death, nor any allegation the death was related to the rv lead or lead performance. It was further reported that during interrogation of the device, the programmer in use crashed. The programmer was exchanged for a different programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.